Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual injections and an alternate pump for insulin therapy. Customer¿s blood glucose level was around 200 mg/dl.